Manufacturer narrative:
Investigation: two (2) samples were received from the customer for investigation in chemotherapy bags marked ¿caution ¿ chemotherapy ¿ cytotoxic material¿. Therefore, the bags were not opened and no sample analysis was able to be performed due to potential risk and danger to the people handling the samples and potential contamination of testing equipment. Our policy states that no chemotherapy agents be sent for evaluation. While a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. CAPA#55639 was initiated.

Event description:
It was reported that during use the syringe is leaking below the plunger with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the syringe is leaking below the plunger.

Manufacturer narrative:
Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the syringe is leaking below the plunger with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the syringe is leaking below the plunger.